Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained on this report was previously submitted through psr on 22/apr/19 and 22/jan/19. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, deformation and was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is observed crease/folding of implant that can be related with the complaint reported by the physician, nevertheless is not considered a workmanship, since the device was explanted. And no openings found. The event of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is implant was lobulated in contour, inflammation and a mass, swelling, infection, pain, excess fluid build up capsular contracture baker grade iii and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "excess fluid build up, infection, swelling, pain" and "ptsd due to their breast augmentation". Healthcare professional reported capsular contracture baker grade iii, implant was lobulated in contour, inflammation and a mass". Device was explanted.